Event description:
It was reported that the patient presented in clinic for routine follow-up. The patient reported feeling dizzy in (B)(6); corresponding stored electrocardiograms revealed pacing inhibition. Upon interrogation of the pulse generator, multiple recorded episodes of noise were noted on both the channels. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.